Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced erroneous results. No report of serious injury or medical intervention.

Manufacturer narrative:
Medical device type updated to jka. UDI# updated to (B)(4). PMA/510(k)# updated to bk050036.